Manufacturer narrative:
This report is filed on july 16, 2019.

Manufacturer narrative:
This report is submitted on may 31, 2019.

Event description:
Per the clinic, the device was explanted on (B)(6) 2019 because the patient was experiencing no response to sound. CT scan showed that the electrodes had migrated outside the cochlea. The patient was re-implanted at the same surgery.